Manufacturer narrative:
It was claimed to arjo by a customer representative that a citadel plus side rail was broken and it was impossible to lock them in up position. No injury was reported. The safety rails are an integral part of the citadel plus bed frame. This bed has four side rails, two on each side of the bed. In this complaint, during pick-up of the bed frame it was found by an arjo representative that the side rail panel was detached from the side rail mechanism. The review of post-market surveillance data and the investigation carried out at the manufacturer site revealed that the main factor which could lead to the side rail panel detachment might be related to an excessive force applied to the side rail. This hypothesis could not be confirmed as the circumstances in which the issue occurred are unknown. To conclude, the side rail panel was broken off the bed and from that perspective the citadel plus bed did not meet the performance specification. There was a patient involved. No injury was reported. The complaint was decided to be reportable due to the side rail panel detachment.

Manufacturer narrative:
Collecting of information about the analyzed event is still ongoing therefore no final conclusions are available at this time. We try to contact with the customer to establish the circumstances in which the side rail panel was detached from the side rail mechanism.

Manufacturer narrative:
An investigation is ongoing, no final conclusions are available at this time.

Event description:
It was claimed to arjo by a customer representative that a citadel plus side rail was broken and it was impossible to lock them in up position. No injury was reported. During pick-up of the bed frame it was found by an arjo representative that the side rail panel was detached from the side rail mechanism.